Manufacturer narrative:
Investigation summary: one photo of the bottom view of a fully sealed blister pack containing a safety glide needle assembly was received and evaluated. It was observed there was multiple black foreign matter particles inside the package. The foreign matter appeared to be ink with at least one particle was larger than level 3 in size, which was rejectable per product specification. Machine logs indicate adjustments were made to the top web printer during the manufacture of this batch. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. Root cause description: potential root cause for the foreign matter defect is associated with the packaging process. It is possible some dried ink particles fell into the package during adjustment of the top web printer. Rationale: no corrective actions are necessary based on the defective rate identified. Batch 9207686 is considered in compliance with our product specification requirements.

Event description:
It was reported that fibers, particles, and "black blocks" were found in 6 bd safetyglide¿ needles' packaging units before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening a 21g * 1 1/2 in tw safetyglide needle product's packaging, it found that there were fibers, particles, black blocks which was caused by impact or hot marks in the product packaging and customer removed them in time."